Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient was recovered from the events following 21 days of antibiotic treatment. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient did not comply with pd. The peritonitis was manifested by abdominal pain (described as burning sensation) and cloudy and grey effluent. The same day as the event onset, the patient was hospitalized for the event. During hospitalization, the patient was switched to manual pd. On unreported date, the patient was treated with cefpine (1g), meropenem (intravenous), nistatine (every 8 hours) and fluconazole for peritonitis. Four days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has not yet recovered. Action taken with pd therapy and patient retraining on the proper aseptic technique were not reported. No additional information is available.